Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that there was a delivery anomaly on their insulin pump. The customer's blood glucose level was 225 mg/dl at the time of the call. The customer stated that their health care provider stated that the customer's pump was not calculating the customer's corrections correctly, and the doctor verified that the settings on the customer's pump were correct. The customer's pump was under delivering insulin based on off the customer's settings. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.